Event description:
Patient death during AED deployment.

Manufacturer narrative:
Device electronic memory and ECG reviewed. AED was not returned. Conclusion: presenting rhythm was a borderline monomorphic tachycardias which is not shockable by AED. This report is being filed due to associated patient4 death.